Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament circuitry was evaluated and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported high ma errors. No pt or user injury was reported.